Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, the patient reported experiencing presyncopal symptoms. Interrogation revealed noise on the right ventricular lead which resulted in high ventricular rates. Other electrical values were normal. No intervention was reported. The patient would continue to be monitored.